Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unk. According to a legal claim, there were 26 pts who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the pts experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients" use of poligrip was the substantial and provable cause of their injuries." F/u information was rec¿d on (B)(6) 2010, via legal complaint completed by the pt and his attorney. The (B)(6) pt used super poligrip (formulation unk) primarily, and fixodent beginning in 2000, after he had become denture dependent. The pt ceased the use of super poligrip and fixodent in or about 2010, after he was diagnosed to have excess zinc and resulting copper depletion, attributable to super poligrip and fixodent. The pt now "suffers from profound and permanent neurological and other injuries" and was unable to perform his "normal, customary and daily activities." F/u information was rec'd on (B)(6) 2010, via medical records. On (B)(6) 2006, the pt¿s gait remained unsteady. The pt fell recently because her right leg gave out on her. She described numbness in the bottoms of both feet and some pain over the right thigh. Magnetic resonance imaging (MRI) of the brain and cervical spine were essentially normal. The pt described predominately right lower extremity weakness, as well as some nonspecific discomfort in both legs, but appeared to have a very ataxic gait. The pt did have some denervation in her lower extremities suggestive of either axonal polyneuropathy or bilateral lumbar radiculopathies, especially at l5. On (B)(6) 2006, the pt was recently prescribed gabapentin for her pain, but she had not used it regularly and the pain had not been much of an issue recently. The pt reported the symptoms began following a fall approx five or six months ago ((B)(6) 2005). On (B)(6) 2006, the pt was seen by neurology. The cause of her ataxia and other neurologic complaints remained unclear. Her work up had been largely negative with the exception of elevated sedimentation rate and abnormalities on electromyography (emg), suggestive of either axonal polyneuropathy or bilateral l5 (and possible s1) radiculopathies. On (B)(6) 2006, the physician reported having first seen the pt on (B)(6) 2006, due to a five month history of gait unsteadiness, right lower extremity numbness/pain, and pain over both feet. The pt stated the symptoms began following a fall which occurred while shopping. The pt landed on her back. Following that , she began to have problems with walking, with rather severe gait imbalance, staggering and occasionally falling because her right leg would give way. The pt was noted to have a lurching, unsteady, very stiff-legged gait with a relatively narrow base. Emg findings did not explain the pt¿s gait abnormality. Lumbar spine MRI did reveal a central disc protrusion of l5/s1 with possible impingement on the traversing s1 nerve roots, but did not appear to explain her clinical picture terribly well. On (B)(6) 2006, the pt continued to complain of weakness in her legs and a burning sensation in both feet and to a slight extent in the hands. The pt continued to work as a waitress. The pt had been encouraged to look into disability, but she had resisted doing that. The pt had been going to physical therapy. The therapist did not believe the pt was benefiting from further treatment at that time. The therapist recommended a wheeled walker. Currently, the pt had been using a regular four-prong walker. The pt denied bowel or bladder dysfunction. The pt was seen in the emergency room recently due to symptoms of leg pain, headaches, and hypertension. On (B)(6) 2006, it was noted the pt had been recently hospitalized for approx (B)(6) days. Her copper serum was 75 (normal 700 to 1750 mcg/l). On (B)(6) 2006, it was noted the pt was worked up while hospitalized and initially diagnosed with subacute combined degeneration of initial assessment. A consult was obtained from physical therapy (pt) and occupational therapy (ot). They recommended acute rehab; however, the pt refused acute rehab placement. The pt was discharged home with outpatient pt and ot. Final diagnoses included myeloneuropathy and cerebellar syndrome of unclear etiology. The pt continued to be bothered by burning paresthesias and dysesthesias in the feet. Her gait continued to e unsteady. The pt on medical leave from her job and was told not to drive. Impression included myelopathy and peripheral neuropathy consistent with a combined subacute degeneration type of picture. On (B)(6) 2006, a repeat serum copper was 187 (normal range 700 to 1750 mcg/l). Ceruloplasmin was normal at 33 mg/dl. Serum zinc was elevated at 2237 mcg/l. The physician suspected the pt had copper deficiency myelopathy, which was often associated with elevated zinc levels. The pt was started on copper 2 mg daily. The pt was also referred to a dietitian to look for excessive sources of zinc in her diet in case zinc overload was a factor. On (B)(6) 2007, the pt reported an onset of symptoms following a fall in 2005. Although the primary cause of the pt¿s condition was metabolic in nature, the physician believed it was possible the pt¿s condition was worsened by the trauma she suffered at that time. On (B)(6) 2006, it was agreed the pt¿s working diagnosis was copper deficiency with myeloneuropathy. Medications included copper and paxil. On (B)(6) 2006, the pt reported having struck the left side of her head. She has had a frontal headache since then. On (B)(6) 2006, copper supplementation had been increased on (B)(6) 2006 to 2 mg twice daily. Her last copper level was within normal limits in (B)(6) on the lower dosage. The pt had gotten bilateral ankle foot orthoses (afo) and also had gotten her (B)(6). The pt had not had any new neurologic complaints, but had not had any major improvement in her symptoms. The bilateral afos had been helpful for her gait. The pt was told recently that she had hearing loss in the right ear. On (B)(6) 2007, it was reported the pt¿s most recent copper level in (B)(6) 2006, was normal at 1133. The pt fell about three weeks ago, striking her knee. On (B)(6) 2008, the pt¿s leg symptoms had been essentially stable, but she had worsening problems in her hands. On (B)(6) 2009, the pt¿s afos were being repaired. The pt was on neurontin, but did not think it helped very much with the pain. The pt¿s gait remained slow and careful, but she did have a motorized wheelchair to use as needed. The pt was not using afos or a cane or walker due to embarrassment. The pt fell frequently and injured her right ankle about one week ago due to a fall. Emg/nerve conduction studies were ordered to rule out carpal tunnel syndrome. On (B)(6) 2010, the pt¿s diagnosis was not copper deficiency myelo-polyneuropathy. Medications included seroquel and lyrica, but it did not seem to help her pain. A most recent emg nerve conduction study completed in (B)(6) 2007, showed mild bilateral median nerve neuropathy at the wrist (upper extremity studies). The most recent serum cooper was 1.56 on (B)(6) 2008, within normal range. The pt had been using denture cream for about 26 years now. The pt wondered whether the zinc contributed to her copper deficiency initially. The pt was recommended that she use a zinc free denture cream, as she had been doing recently.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).